Event description:
During a meniscal repair, the suture broke as the knots were being tightened. It was confirmed that the knot pusher suture cutter(kpsc) was not being utilized. The suture was cut free from the ts, which were left unsupported in the pt's joint. Repair was completed with add'l fast-fix device.

Manufacturer narrative:
Device is not being returned for evaluation.